Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email of hospitalized high blood glucose readings 2 years ago. The customer's blood glucose was not provided. The customer is doing well and does not want to follow up.